Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, a year ago, the patient underwent catheterization surgery at the (B)(6) hospital. In april of this year, during hemodialysis in ward 9 of the hospital, the catheter was found to be emulsified. Under normal circumstances, long-term catheters can be used for several years now; about half a year after the catheter was placed, the catheter had serious emulsification, which meant the outer wall of the catheter was found to be emulsified and deformed. No measures have been taken at present, but it was planned to replace the catheter later. Besides the reported issue, there were no other visible defects or damages found on the products at the time of the event. There were no other products being utilized with the device. There was no medical intervention or treatment given to the patient as a result of the event. There was no blood loss, and a blood transfusion was not required due to the event. The treatment was completed. There was no reported patient injury.

Manufacturer narrative:
Additional information: b5, d6a, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, a year ago, the patient underwent catheterization surgery at the huzhou fourth hospital. In april of this year, during hemodialysis in ward 9 of the hospital, the catheter was found to be emulsified. Under normal circumstances, long-term catheters can be used for several years now; about half a year after the catheter was placed, the catheter had serious emulsification, which means the outer wall of the catheter was found to be emulsified and deformed. No measures have been taken at present, but it is planned to replace the catheter later. Besides the reported issue, there were no other visible defects or damages found on the products at the time of the event. There were no other products being utilized with the device. There was no medical intervention or treatment given to the patient as a result of the event. There was no blood loss, and a blood transfusion was not required due to the event. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, a year ago, the patient underwent catheterization surgery at the (B)(6) hospital. In april of this year, during hemodialysis in ward 9 of the hospital, the catheter was found to be emulsified. Under normal circumstances, long-term catheters can be used for several years now; about half a year after the catheter was placed, the catheter has serious emulsification, which means the outer wall of the catheter was found to be emulsified and deformed. No measures have been taken at present, but it is planned to replace the catheter later. Besides the reported issue, there were no other visible defects or damages found on the products at the time of the event. There were no other products being utilized with the device. There was no medical intervention or treatment done to the patient as a result of the event. There was no blood loss, and blood transfusion was not required due to the event. There was no reported patient injury.